Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck collet and dirty collets in the reported problem area of the pipettor assembly. The collets were cleaned and all tip clamps, compression springs, lld contact springs, and two plunger clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.